Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04903. It was reported that the device and right ventricular lead was explanted due to pocket infection. The patient tolerated the procedure well and was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.